Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via a shunt vein. The 90% stenosed target lesion was located in an anastomotic shunt in the moderately tortuous and mildly calcified vessel. A 5.0 x 40, 40cm mustang¿ balloon catheter was advanced for dilation. The balloon was initially inflated at 20 atmospheres then second inflation was at 22 atmospheres. However, during the third inflation at 24 atmospheres for 40 seconds, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.